Event description:
It was reported that the user experienced prolonged periods of high glucose and was using frequent meal announcements as corrections, with up to nine ¿ghost meals¿ per day on the ilet bionic pancreas. The agent educated the user on proper use, performed a soft reset, and advised limiting to three meal announcements per day spaced at least four hours apart and using ¿usual for me¿ for seven days. Symptoms included hypoglycemia, hyperglycemia, confusion or disorientation, dizziness, anxiety, and malaise, with a documented low of 58 mg/dl and a high of 227 mg/dl. Outcomes included minor injury of hypoglycemia resolved with 15 grams of juice with no lasting health consequences or impact. Investigation included communication and interviews and analysis of user-provided information. Investigation of this case revealed no device problem found, a usage problem identified related to using meal announcements to correct blood glucose levels, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.